Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The batch review 3650205 showed that the devices were conformed to in process and finished goods specifications when released to stock the 19 nov. 2012. Expiration date: 2015-11 (according to retained labels). No nc was opened. Evaluation statement : the complaint devices are not being returned; they were discarded by the customer and therefore are unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
When the surgeon hammered the instrument, the implant was broken. No product will be returned for analysis since it was discarded in the hospital. Another product was used to complete the case. Please see also medwatch report 1221934-2018-53444.